Event description:
It was reported this lead exhibited loss of capture. The lead was explanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The visual inspection showed that the inner conductor helix was kinked between the tip electrode and the ring electrode. In addition, a deformed fixation screw was identified. The analysis showed that the cause of these damages was probably excessive mechanical stress during the operation, leading to an impairment of the functionality of the fixation mechanism. During the further inspection, deformations of the outer conductor helix and damage to the lead body were found about 17 cm distal of the is-1 connector pin in the area of the ligature. These damages are probably due to a tight binding of the ligature thread and to the use of medical instruments during the explantation. The analysis did not show any further deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.